Manufacturer narrative:
MDR decision corrected to not reportable. The device is not marketed nor similar to any device marketed in the us. No additional supplemental reports are required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire failed to detach. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a ruptured vertebr-basilar artery bifurcation aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 7 mm and neck width 4 mm. Landing zone (artery size): distal 4.7 mm and proximal 5.3 mm. The patient¿s blood flow and vessel tortuosity was normal. During the operation, the plan was to use a y-shaped stent to assist with coil filling. After the echelone10 microcatheter was in place, the qc-5-15-3d coil was filled. Due to the large aneurysm neck, the hoop was not successfully formed, and the y-shaped stent was prepared to seal the aneurysm neck. After the sab-6-30 stent reached the site, it was ready to be deployed and detached. When the stent was fully detached and detached by electrical detachment, the stent was not detached after 2-3 attempts. At this time, the patient's blood pressure rose to 180/110 mmhg, and antihypertensive treatment was immediately given. However, after the blood pressure stabilized, the surgeon was worried that the patient would be stimulated again during electrical detachment, so he slowly retrieved the stent. The complaint was handled, and the atlas stent from another manufacturer was replaced. The stent reached the lesion site and then filled with spring coils one by one. Angiography showed that the aneurysm was densely filled. The operation was completed and the patient was in stable condition. No stroke onset to reperfusion time was noted. The patient did not have vessel stenosis proximal to the thrombus site. The pushwire was not torqued during the procedure. Two passes were made using the stent. It was unknown if there was any friction or difficulty during the procedure. The microcatheter tip did not cover the stent proximal marker during retrieval. No surgical or medicinal intervention required. MDR decision corrected to not reportable. The device is not marketed nor similar to any device marketed in the us. No additional supplemental reports are required.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-echelon (unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire failed to detach. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a ruptured vertebr-basilar artery bifurcation aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 7 mm and neck width 4 mm. Landing zone (artery size): distal 4.7 mm and proximal 5.3 mm. The patient¿s blood flow and vessel tortuosity was normal. During the operation, the plan was to use a y-shaped stent to assist with coil filling. After the echelone10 microcatheter was in place, the qc-5-15-3d coil was filled. Due to the large aneurysm neck, the hoop was not successfully formed, and the y-shaped stent was prepared to seal the aneurysm neck. After the sab-6-30 stent reached the site, it was ready to be deployed and detached. When the stent was fully detached and detached by electrical detachment, the stent was not detached after 2-3 attempts. At this time, the patient's blood pressure rose to 180/110 mmhg, and antihypertensive treatment was immediately given. However, after the blood pressure stabilized, the surgeon was worried that the patient would be stimulated again during electrical detachment, so he slowly retrieved the stent. The complaint was handled, and the atlas stent from another manufacturer was replaced. The stent reached the lesion site and then filled with spring coils one by one. Angiography showed that the aneurysm was densely filled. The operation was completed and the patient was in stable condition. No stroke onset to reperfusion time was noted. The patient did not have vessel stenosis proximal to the thrombus site. The pushwire was not torqued during the procedure. Two passes were made using the stent. It was unknown if there was any friction or difficulty during the procedure. The microcatheter tip did not cover the stent proximal marker during retrieval. No surgical or medicinal intervention required.